Manufacturer narrative:
The investigation for high purge pressure has been completed. There was no tissue plasminogen activator (tpa) added and no additional details in patient updates. No kinks observed. No data logs were provided. The pump was inspected and there were no visual abnormalities. The high purge pressure did not reproduce. The root cause of high purge pressure was not determined as no data logs were provided and the high purge pressure issue did not reproduce.

Event description:
The complainant reported that during support for a male patient, the impella 5.5 experienced high purge pressure >1076mmhg and low pump flow <2ml/h. There were no kinks on the purge line and the partial thromboplastin time was in range. The pump was ultimately explanted and there was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿